Manufacturer narrative:
Findings: unit had a minor scratched display window, a partially broken off/missing retainer ring, scratched case, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button and end cap address label peeling. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated they were many scratches on display window and tank connection is broken (missing ring).